Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported the dragonfly opstar imaging catheter and unknown bmw were to be used in an unspecified lesion. However, during withdrawal of the imaging catheter, the bmw was destroyed [break]. The imaging catheter and bmw were removed as one unit. The procedure completed without using a replacement. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.